Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the device follow-up on (B)(6) 2011, unusual behaviour was observed with the programmer (when printing); reportedly, programming head became hot. It was also observed that the device spontaneously reverted to nominal parameters, despite the user reported that no nominal programming was requested.